Event description:
Same patient as: MFR # 2134265-2013-04466. It was reported that during a filter implantation treatment procedure, deployment difficulties occurred. Utilizing a jugular access approach, a greenfield filter was positioned in the vena cava above the renal artery. The filter deployed properly over the wire, but did not ¿release the filter top cap out of the steel delivery system¿. The physician brought the filter back into the sheath at the level of the foot plates. He tried to use a pusher to deploy again, but the legs were crossed within the sheath. He used a snare to remove the device and the treatment was aborted as another device was not available at the time. The patient returned two days later. The same issue occurred with the second greenfield filter; however, this time the physician noted that he brought the sheath down to the foot plates and pulled the foot plates in. This device was also snared. The procedure was completed with a non bsc filter. There were no additional patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the filter was connected to the delivery system. The carrier was kinked. No issues were noted with the filter; the legs were not crossed. The carrier handle was in the released position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same patient as: MFR # 2134265-2013-04466. It was reported that during a filter implantation treatment procedure, deployment difficulties occurred. Utilizing a jugular access approach, a greenfield filter was positioned in the vena cava above the renal artery. The filter deployed properly over the wire, but did not ¿release the filter top cap out of the steel delivery system¿. The physician brought the filter back into the sheath at the level of the foot plates. He tried to use a pusher to deploy again, but the legs were crossed within the sheath. He used a snare to remove the device and the treatment was aborted as another device was not available at the time. The patient returned two days later. The same issue occurred with the second greenfield filter; however, this time the physician noted that he brought the sheath down to the foot plates and pulled the foot plates in. This device was also snared. The procedure was completed with a non bsc filter. There were no additional patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: around 60 years. (B)(4).